Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced extrusion of receiver/stimulator (date not reported). This report is submitted on february 07, 2024.

Manufacturer narrative:
This report is submitted on dec 11, 2023.

Event description:
Per the clinic, the patient experienced wound healing issues due to constant scratching at the implant site. Subsequently, the patient developed an infection at the retro auricular area and was hospitalised. The patient was treated with topical and IV antibiotics. The patient also underwent a revision surgery under general anaesthesia on (B)(6) 2023, in order to remove inflammatory tissues. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.